Manufacturer narrative:
A sample is not available for evaluation. However, a no sample investigation and device history record review will be completed. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that white foreign matter was found on a bd saf-t-intima¿ ii integrated safety IV catheter system needle. There was no report of injury or medical interventions.

Manufacturer narrative:
Investigation summary: bd received samples from the customer in support of this complaint. The returned samples showed the reported defect. Mfg date of this lot is jan, 2016. Qty is 98k in auto-line 2#. No abnormal records for the batch record. Checked the returned samples, there was white powder on the needle surface and needle root when needle has been withdrawn. No related abnormal record or defect. The white powder on cannula dissolved in hcfc, (silicone oil and hcfc compatible), which can determine the foreign body on the cannula tube lubrication and drying process used in the lubricating fluid 1502c precipitates, lubricating silicone oil composition. Intima ii product is to use the 1502c lubricant becuase it can form a dense layer on the surface of the cannula, so that the pain can be reduced in the puncture. Bd's materials laboratory in the united states conducts a normative test on the silicone oil used in the product process. The test results show that the silicone is a lubricant for medical device products and meets the requirements of relevant iso and FDA standards. Investigation conclusion: according to the characteristics of silicone oil, the silicone oil in high temperature and humidity environment, there may be a little precipitate, that is, on the surface of the cannula can be seen to see the white powder.